Event description:
It was reported that during an ent procedure the navigation system shut down multiple times leading to a total of a 4.5 hour delays and the administration of additional anesthesia. The procedure was completed successfully without any adverse consequences.

Manufacturer narrative:
Additional information: the reported event that the system has shut down multiple times on (B)(6) 2016 was confirmed based on an evaluation of the systems log files. However, as the navigation system was not sent for evaluation, no product failures could be identified. A damaged electrical component of the computer or a loose, damaged cable connection may have caused or contributed to the reported event.

Event description:
It was reported that during an ent procedure the navigation system shut down multiple times leading to a total of a 4.5 hour delays and the administration of additional anesthesia. The procedure was completed successfully without any adverse consequences.